Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Batch history review: despite our requests, the batch number stay unknown. No batch history review can be performed. Investigation : we did not receive the defective sample for evaluation. Conclusion: without the defective sample, no thorough investigation can be performed and we cannot conclude on the real cause of the incident. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed. No corrective action is envisaged at the moment. It is worth noting that the IFU clearly describes the needle removal procedure to avoid any risk of abe: after completion of treatment, flush the port per institutional protocol. Stabilized the port by securely holding the base down. Firmly pull the wings up until you feel a firm stop and the needle is locked in the safety position. A green dot on the base of the needle confirms safety device deployment. Dispose off set in a sharps container. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
The nurse pricked herself when the patient's needle was withdrawn, while the safety mechanism seemed engaged. Accidental blood exposure.